Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-may-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for post laminectomy syndrome. It was reported that the patient presented with an infection, leaking, low fever, and pain. It was reported that the pump and catheter were explanted on (B)(6) 2019. The issue was resolved at the time of the report. The patient was also taking 2mg alprazolam 2x/day. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.